Event description:
Customer reported an issue with an incorrect date on their device. There was no adverse impact on the customer's blood glucose level reported. Technical support assisted the customer with updating device settings, and the customer acknowledged the explanation provided regarding the issue.